Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause as unknown. The patient was hospitalized and began treatment with vancomycin (2grams) and gentamicin (0.mg/kg) for the peritonitis event. The patient was discharged 11 days after admission. The patient has recovered from the peritonitis event. Pd therapy was discontinued. The reporter declined to provide additional information.